Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was hospitalized due to high blood glucose readings. Customer states that there was a no delivery alarm during basal, bolus and fixed prime. The blood glucose readings were 300 mg/dl. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional test, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms were noted. The low reservoir alarm functioned properly during testing.